Event description:
The information received from the affiliate states that this patient (gender and age: unknown) was presented to the interventional lab for an angioplasty and stenting procedure. There was no information about the location of the target lesion. The vessel was described as mildly calcified and tortuous. The information states that the product (palmaz genesis, pg1860bss) was prepared as per the IFU. A guidewire was inserted across the target lesion via a sheath introducer (access site unknown). There was pre-dilatation in the target lesion using a balloon catheter. The product was advanced to the lesion over the guidewire, but there was a resistance between the product and patient's vessel. The tip of product could not cross the target lesion. Therefore the product was carefully withdrawn out of patient's body. The physician found the stent had slightly moved on the balloon. The physician used another stent (palmaz, p2005e) and the procedure was successfully completed. There was no adverse consequence to the patient.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be forthcoming within 30 days upon receipt.